Event description:
A malfunction alarm with the code malf 0 was reported, but no notable events occurred prior to this issue. The customer¿s blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. Technical support provided information on how to reset the pump and assisted the customer in doing so. After the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue happens again, which they acknowledged and understood.